Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore near her left breast. There was no alleged device malfunction contributing to the irritation. Patient reported that her doctor prescribed her an antibiotic bacitracin. Follow up indicated that the sores are improving.